Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter. During the procedure, the catheter would not deflect and apperceive electric signal. The catheter was changed. The procedure was completed with no patient consequence. Upon receipt, the catheter was visually inspected and a cut was observed in the tip lumen area. A scanning electron microscope (sem) test was performed in order to identify the root cause of the damage. Results showed that the ruptured surfaces and elongations found it presented evidence of damage induced by a sharp object. This condition was not reported by the customer. Per the deflection event reported, the catheter was tested for deflection and the catheter failed. Afterwards, an x-ray of the catheter was taken and it was noticed that the t bar slid down from its place. Per the electrical signal issue the device was evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were broken at the tip section creating an intermittence of temperature. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. Internal corrective actions were opened to investigate the t bar issue and also to address the tc breakage on the tip section for the smart touch and smart touch sf.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and the bwi failure analysis lab noted the returned catheter condition of the tip lumen material was cut. It was initially reported that during the procedure, the catheter would not deflect and apperceive electric signal. The catheter was changed. The procedure was completed with no patient consequence. Since the catheter is unable to deflect, the user will not be able to use the device and will have to replace it. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. Therefore, this issue was assessed as not reportable. The event also states that the signal issue is with the intracardiac signals. Since the patient's heart rhythm is still visible to the operator, the risk to the patient was low. Therefore, this issue was assessed as not reportable. The biosense webster failure analysis lab received the catheter and it was noted on august 20, 2015 that the tip lumen material was cut at 18mm from the distal end of the tip dome. It is not known how the damage occurred. Therefore, we are taking a conservative approach and have assessed this issue as a reportable malfunction as it occurred within the usable length and the catheter integrity was not maintained. The awareness date for this record is august 20, 2015.